Manufacturer narrative:
(B)(4). Concomitant medical product: biomet ilok primary tibial tray, cat#: 141215 lot#: 977050, biomet I-beam primary tibial stem, cat#: 141310 lot#: 974490, vanguard tibial bearing, cat#: ep-183462 lot#: 480970, biomet series-a standard patella, cat#: 184764 lot#: 974490, cobalt bone cement, cat#: 402283 lot#: 604040. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07021, 0001825034-2017-07022, 0001825034-2017-07078, 0001825034-2017-07079, 0001825034-2017-07080.

Event description:
It was reported that the patient was revised to address loosening, infection and wear of components. Intraoperatively, metallosis was noted in the joint and scratches on the femoral component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The component was returned and evaluated. Visual inspection of the femoral component identified wear and scratches on the condyles and the presence of foreign material, likely bone cement, on the proximal side. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.